Event description:
It was reported that the customer is experiencing high blood glucose level of 357 mg/dl. Customer treated for the high blood glucose with a bolus that brought his blood glucose down. Troubleshooting was advised, but customer declined. Customer stated he will revert to his back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.